Event description:
It was reported that the pencil turned itself on.

Manufacturer narrative:
On 9/17/1997, the device was rec'd and evaluated. It is not one of conmed's products. It was mfg at aspen labs. The device and reports have been forwarded to aspen labs.